Manufacturer narrative:
A healing collar (hc345) was returned. Visual inspection of the as received product identified that the threads had wear and damage (deformed). There were noticeable signs of usage around the occlusal surface and the hex. The complaint was confirmed, as the threads on the healing collar were damaged (deformed) and would not screw into the implant drive feature. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated. Date received by manufacturer added expiration date. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dentist was unable to place the healing abutment, the screw is damaged. Another healing abutment was placed in the same surgery.